Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The device was removed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release properly. Block h10: investigation results the returned resolution 360 clip device was analyzed, and it was found that the clip assembly was not returned and with evidence of premature deployment. Additionally, the customer provided a picture where it was possible to observe the device with evidence of premature deployment. Dimensional analysis was performed, and the measures were found to be within specification. No other problems with the device were noted. The reported event of clip did not release properly was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of premature deployment. Evidence that the clip, did release from the catheter. It is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The device was removed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip did not release properly.